Event description:
Medtronic received information that twenty eight months following the implant of this bioprosthetic valve, the patient presented with a calcified valve. The valve was explanted with no adverse patient effects.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the left cusp was stiff due to host tissue and mineralization on the inflow and outflow. The right and non-coronary cusps were slightly stiff but flexible except where visible mineralization extended on the inflow and outflow. Small abrasions in the belly of the right cusp appeared to be due to contact with the bias cloth. Tissue deterioration due to mineralization was noted on all cusps. Tissue deterioration due to mineralization was observed in all commissures. A remnant of glistening off-white pannus remained attached to the tissue and base stitching adjacent to the left cusp, extending 1 to 4 mm onto the inflow showing evidence of a reduced inflow orifice. Remnants of pannus remained attached to the sewing ring on the outflow extending to the outflow rail and left right stent post. An unknown amount of pannus appeared to have been removed on the inflow and outflow. Clusters of white vegetative host material were observed on the inflow and outflow of all cusps. Radiography showed mineralization in all cusps and commissures. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth and mineralization. These findings are generally considered a patient related condition. The small abrasions in the belly of the right cusp appeared to be due to contact with the bias cloth which is related to implant technique. (B)(4).